Event description:
Stryker high flow insufflator was working for the first half of lap chole case. During the second half, the insufflator read "overpressure" "service" and would no longer work. At that point dr could not proceed with laparoscopic surgery and proceeded with open cholecystectomy causing the pt overnight stay. Dates of use: (B) (6) 2010. Diagnosis or reason for use: bilary colic, abd pain.